Event description:
It was reported that patient complained of pain. Implants were removed and revision was performed.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient complained of pain. Implants were removed and revision was performed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon liner. Additionally, an unknown duracon femur and tibia were reported. Additional information has been requested and the evaluation will be submitted in a follow up report upon completion of the investigation.